Event description:
The inductive programmer head could not be initialized, and the following message was displayed: "can not access the manager core". The subject programmer could not be utilized afterwards. An investigation is required.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The inductive programmer head could not be initialized, and the following message was displayed: "can not access the manager core". The subject programmer could not be utilized afterwards. An investigation is required.